Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed critical pump error (book image). Customer's blood glucose at the time of the incident 203 mg/dl. Troubleshooting was performed and identified a critical pump error image on the pump screen. Customer stated that he was pushing a cart up hill when the pump start and sweating profusely when pump started alarming. Customer was advise to refer to back up plan per health care professional. The device will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board.